Event description:
During routine laboratory testing, the hbsag test produced false positive and false negative results. The results were inconsistent with clinical findings and confirmatory testing. Repeat testing, quality control checks, and trouble shooting were performed; however, the issue persisted. This indicates a product performance problem that may affect the accuracy and reliability of patient results and poses a potential risk of misdiagnosis. Rpc - diagnostic systems, ltd.